Manufacturer narrative:
Device was returned, but info is unavailable. Evaluation summary: the instrument was returned intact for analysis without the spacer on device. It was concluded that something sharp most probably punctured the balloon. The balloon membrane thickness was found to be within specified limits. Balloon would not stay inflated. The balloon was cut by an instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a lavh procedure, the balloon did not blow up. Another device was used to complete the case. There were no adverse consequences to the patient.